Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor needle separated from sensor base. Complaint against serters.

Event description:
It was reported that the customer experienced issues with the sensor. It was stated that the needle hub detached from the sensor base, leaving the sensor on the pedestal. The customer's needle hub was stuck in the serter, and the customer was unable to get the needle out. The customer's blood glucose was 80 mg/dl. Troubleshooting was done. Advised there may have been an issue with either the hub or the serter. Advised to return the sensor and the serter. Advised that a replacement serter would be sent. Nothing further reported.